Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reload, stapler 30 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint of "white staple reload was difficult to load, and broke". Visual inspection was performed and the reload was found to have a broken switch. The switch was observed to have broken off from the cartridge and was returned with the reload. The broken piece measured approximately 0.377" x 0.149" in size. The reload was returned not fired and functional testing was unable to be performed due to the returned condition of the reload. The root cause of this failure is attributed to mishandling/misuse. A review of procedure log was performed. Per the review, the following was confirmed: system serial # (B)(4), event date (B)(6) 2022, console surgeon name and procedure total colectomy. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) identified that the reload, stapler 30 was found to have a broken switch, and while the break did not result in fragments falling into the patient, it was determined that this reported failure mode presents a potential hazard for fragments falling that could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the white stapler reload 30 was difficult to load and broke at the end of reload. The procedure was converted to another da vinci system and completed with no patient injury reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.